Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the 4 cubie pockets in main drawer 5 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all rows in main drawer 5 were showing except row 1. A field service engineer (fse) turned off, reseated all cables in full height drawer 5, removed the first row, and manually took out each cubie. The fse found a piece of aluminum med wrapper in the row board connections, removed and cleaned with alcohol wipes. After reassembling the drawer and turning on the pyxis, the escort logged in, recovered the failure, and inventoried the meds in main drawer 5. The system functioned as intended after the field service engineer repaired the device.